Manufacturer narrative:
Device not returning. Reason unknown. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 1 year post initial right tka, this female patient underwent a revision surgery. No additional information is available or forthcoming.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given. These devices are used for treatment not diagnosis. H7: z-0023-2022.